Event description:
The event occurred in azerbaidjan. It was reported that the hl20 pump displayed the error message: safety-s. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 twin pump. The instant of time is unknown. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2025-01-07. The motor control board was replaced which solved the error message: safety-s. During maintenance the fst replaced the belts of the pumps which were due for replacement, as well as the pump head covers and cover clips on multiple pumps on the hl20, the batteries as well as the rotation wheel swivel lock and rubber feet. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However the failure mode "safety-s" can be linked to the following most possible root causes according to the hl 20 risk management file: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps) due to the age of the device and the components (17 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-01-22 for the period of 2007-09-28 to 2025-01-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2007-09-28. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.